Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the device required replacement of the blender. The blender was replaced and the device was tested and found to be operating to service specifications. Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to accumulated debris within the pressure regulator cylinder.

Event description:
The customer reported that there was a loud/hissing leak sound without triggered alarms. The customer reported no patient involvement or allegation of patient harm.